Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. The insulin pump was unable perform motor error alarm due to cracked and bleeding lcd glass. The motor was tested outside of the insulin pump and passed. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump display went black, with streaks going across, after the insulin pump was hit. The parent reported that the screen could not be read. The blood glucose reading was 400 mg/dl. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.